Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the unit not turning on. The receiver case was opened and a receiver download was performed. The receiver stuck on initialization screen without manual restart was observed in the logs. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.